Event description:
Boston scientific crm received information in february 2008 that the battery voltage for this device in (B)(6) 2007 was 2.93 volts. The battery voltage in 2008 was 2.81 volts. The clinic nurse asked if this voltage trajectory will cause a 2.65 volt status prior to the 27 month implant time (as described in the shortened replacement window advisory). Technical services explained that a prediction was not possible, however, it appears that this battery was depleting prematurely. Technical services recommended continued 3-month follow-up. The patient was scheduled for an in-clinic follow-up in (B)(6) 2008. The patient had been educated on the elective replacement indicator (eri) beeping tones. Subsequently, in (B)(6) 2008, boston scientific crm received information that this device's monitoring voltage was at 2.61 volts and was within the 27 month implant time. Technical services recommended a change to a one month follow-up. The clinic was planning to use latitude for monitoring purposes. Subsequently, in (B)(6) 2008, boston scientific crm received information that the device's monitoring voltage was still 2.61 volts. The rv output was 6 volts and the device was being followed through latitude. Technical services discussed that with a monthly voltage decrease of 0.01, eri could be triggered in 10-12 months. Technical services recommended that the device be explanted within 30-days of eri declaration. Technical services discussed that the early depletion of this device may be due to the shortened replacement window issue or high pacing outputs. Subsequently, boston scientific crm received information that this device triggered eri in (B)(6) 2010. The patient had developed an infection and the physician was considering postponing the replacement procedure until (B)(6) 2010. Technical services discussed storage mode behavior and voltage end-of-life (eol) vs charge time eol. Technical services discussed close monitoring of device if the procedure was delayed.

Manufacturer narrative:
Boston scientific crm received clarification from the field that the reported infection was not related to the device or leads. The infection developed in the foot region and there was no reasonable evidence to suggest that the device or lead system caused or contributed to this clinical observation.

Manufacturer narrative:
The device was explanted in (B)(6) 2010 and returned to boston scientific's post market quality assurance laboratory in (B)(6) 2010. Engineering calculations determined that this device's life cell capacity and current drain were normal. The device's stored data was reviewed and no irregularities were identified. The device passed longevity expectations and there was no evidence that the device was depleting prematurely. It was concluded that the device's operation and functionality was normal.